Event description:
It was reported that a cysto/bladder irrigation set failed under pressure. This malfunction occurred while connected to a patient. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: international phone number: (B)(6). If additional relevant information is obtained, then a follow-up report will be submitted.